Event description:
It was reported that the 2600 system displayed a charge error. It was noted that this impacts the film shots. Fluoro function works as intended. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Reseated the analog interface pcb and technique processor. The system was tested and found to be working as intended and placed back into service.